Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective reference valve. The fse replaced the reference valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case. (B)(4).

Event description:
The customer reported an on-going issue with the generation of erroneously high ion-selective electrolytes (ise) patient results including sodium (na), chloride (cl) and potassium (k), patient results and low-quality control (qc) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.